Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation. In turn, surgical intervention may be pending to switch the ipg with a burst-capable ipg.

Manufacturer narrative:
Date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the physician explanted the ipg and replaced it with a competitor ipg the exact surgery date is unknown. There is no additional information available.